Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - due to poor watertightness of cable unit, error code e228 is displayed and due to poor contact of camera unit the image has white dots. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: dark edges on image is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced dark edges on image issue during service / maintenance. There were no reports of patient involvement.